Manufacturer narrative:
It was reported that the tacticath was expired at the time of use. The device was not returned for analysis. However, tacticath se batch number 8012218 expired on november 30, 2022 which was prior to the reported event date of may 18, 2023. A review of distribution records confirmed that this product was distributed prior to its expiration date. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including verification of the expiration date listed on the product label. The cause of the use of expired product is consistent with user error.

Event description:
During a ventricular tachycardia ablation procedure, an expired ablation catheter was used with no consequences to the patient.